Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial#: unknown, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving unknown medication (dose and concentration unknown) via an implantable pump. It was reported that the patient had a disabling headache consistent with that of a lumbar puncture, therefore an epidural blood patch was performed. The event date was (B)(6) 2019. Medical or non-surgical therapy was performed on (B)(6) 2019. It was indicated the event was not related to the device or therapy and related to the implant procedure. The issue resolved without sequelae on (B)(6) 2019. The patient's weight was not measured at baseline.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a clinical study on (B)(6) 2019. The serial number of the patient's pump was provided. No further complications were reported.